Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt still has stimulation, but it is no longer effective. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.